Manufacturer narrative:
Concomitant products: product ID 8731sc, serial # unknown, product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Product ID 8731sc, implanted: 2006-(B)(6), product type catheter, product ID 8709, serial# (B)(4), explanted: 2006-(B)(4), product type catheter.

Manufacturer narrative:
Final analysis of the pump found that it passed all non-destructive testing. In addition, there were no significant anomalies seen in the logs except that a normal elective replacement indication had occurred due to time progression. Final analysis of the catheter found significant coring in the bottom of the cup of the sc connector. Pressure testing revealed the sc connector to be leaking. (B)(4).

Event description:
It was reported that the pump was replaced and there was a possible ¿unstable connection to the pump¿ thus the catheter was changed. The patient had a fluctuating effect with therapy, and the health care provider (hcp) felt the catheter pump connector could be the reason. The pump device was used to deliver compounded baclofen. It was noted the patient was hospitalized as well. It was later reported that the pump was being changed electively due to low elective replacement indicator (eri) and that there was normal function due to volume. There was no rotor test completed. The reporter indicated that the connection had been loosened since they had changed the last connection in (B)(6) 2006, at which time they had changed to the sutureless connector. It was later reported that the connection could have been the cause to the fluctuating effect and the patient was doing fine as of (B)(6) 2013.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received. It was reported that, the cause of the 2006 loosening connection was unknown. The symptoms related to that incidence were a lack of effect and increased spasticity.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.